Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2019. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a gastrocystostomy procedure performed on an unknown date. According to the complainant, during a follow up gastroscopy procedure performed on an unknown date, it was noted that the stent had migrated into the stomach. The migrated stent was removed from the patient using a snare. Reportedly, the patient's won was partially resolved at the time of the migration. The physician plans to watch the patient to see if the won resolves on its own. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable and okay.